Manufacturer narrative:
H10: per additional information from the customer, the scope wasn¿t reprocessed according to the normal IFU (instructions for use) due to an alleged leak in the scope. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to the scope (air/water cylinder and channel) could not be identified. However, it¿s likely the cause is related to the device being returned to olympus without reprocessing being conducted/completed at the facility. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: the instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Per additional information from the customer, the scope wasn't reprocessed according to the normal IFU (instructions for use) due to an alleged leak in the scope. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of foreign material adhering to the scope (air/water cylinder and channel) could not be identified. However, it¿s likely the cause is related to the device being returned to olympus without reprocessing being conducted/completed at the facility. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: -the instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. -the instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope a hole 3 cm from the distal end. The issue was found during reprocessing and leak testing, post procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the endoscope had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air and water cylinder had foreign material, and the air and water tube had foreign material. Additionally, due to a pinhole on the bending section cover, water tightness was lost, due to wear of the angle wire, the bending angle in the down direction did not meet the standard value, the bending section cover had a cut, the adhesive on the bending section cover had wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.